Event description:
During a procedure on (B)(6) 2013, the surgeon was using the 2.5mm drill bit and it broke off. Reportedly the surgeon was unintentionally hitting another screw during the procedure and subsequently the drill bit broke. Half of the drill bit was recovered the other half remains in the patient. It was reported there is no plan to remove the broken fragment as it could cause potential harm to the patient. There was no delay in completing the procedure and the procedure was successfully completed. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The two receipts of this lot were released may 16, 2013 and may 23, 2013. A manufacturing evaluation was conducted. The report indicates the drill bit was received with most of the flutes broken off. The instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The material, hardness, and diameter for the product were verified as correct. All measurements that could be taken were found to meet specification. A product development evaluation was also conducted. The report indicates the returned drill bit was returned with the distal tip fractured mid flute. The tip fragment was not returned for evaluation. The fracture is angled at approximately 45 degrees. The product drawing was reviewed during this evaluation. The drill bit is made from 440a stainless steel which is an appropriate material for a drill bit. The design is a standard two flute design, with appropriate heat treatment, passivation and titanium nitride coating. The drill bit is designed to drill a hole of ø2.5mm diameter to provide passage for the core diameter of a 3.5mm cortex screw. The design is adequate for its intended use and did not contribute to this complaint condition. A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint.